Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unit powers off during use. The reporter alleged when puts test strip in, screen turns black, with no code shown so he can't test his blood. The reporter alleged that meter turns on, turns black, then shuts off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.